Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file due to connector resistance issue printed circuit board and the power management graph was abnormal. No unexpected pump error noted during testing or formatted history file noted. After disconnecting and reconnecting the connector at printed circuit board, the unit was monitored and functioned properly. Then the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unit was received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was 92 mg/dl at the time of the incident. The customer reported the error recurring. The customer did troubleshoot the issue previously. The insulin pump will be returned for analysis.